Event description:
The patient reported that "my doctor tells me that my device is not picking anything up, just artifacts," "the doctor says there is a low signal and its cutting off recordings," and "recording that heart rate goes below 30 [beats per minute] for 1.5 minutes." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).